Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The footswitch and the cable were replaced per the customer's request and the software was updated as a preventative measure. The footswitch will be returned for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "footswitch not working properly." (Defective component). A nurse reported the footswitch was not working and requested to have the system checked. Pt impact is unk.